Event description:
Pt. Had tsrh instrumentation placed. Pt has had increasing lower back pain and pain extending into left leg. Physician dictation indicates pt has a broken rod. Pt went to surgery for removed of rod, etc.